Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and movement disorders. The date of the event was (B)(6) 2015. It was reported the patient experienced a staph infection in the pump pocket. The infection occurred after the pump turned three times in the pocket. The event date for the pump flipping was unknown. On (B)(6) 2015 surgery was performed and the pump pocket was relocated due to the staph infection. There were two separate strains. The patient was hospitalized for two weeks on intravenous antibiotic, vancomycin. The infection was ongoing and the patient was still on two oral antibiotics, rifampin and dicloxacillin. The cause of the event, troubleshooting, diagnostics, medical history, type of baclofen concentration, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp). Patient medical history included multiple sclerosis, bleeding disorder, and arthritis. Additional patient medication included glipizide, rebif rebidose, linagliptin, hydrocodone-acetaminophen, cromolyn, dicloxacillin sodium, rifampin, hydromorphone, baclofen, carbamazepine, clonidine, desvenlafaxine succinate, fluticasone, ipratropium, levocetirizine dihydrochloride, lorazepam, lurasidone, metformin, nebivolol hcl, pregabalin, warfarin, ergocalciferol, dalfampridine, celebrex, montelukast, tolterodine, simvastatin, cyclobenzaprine hcl, levothyroxine sodium, modafinil, and amphetamine-dextroamphetamine. As of (B)(6) 2016, the intrathecal baclofen concentration was 2,000 mcg/ml at a dose 235 mcg per day. Diagnostics performed related to the infection included a complete blood count (cbc) with differential, a comprehensive metabolic panel (cmp), a c-reactive protein (crp) test, blood cultures, and an erythrocyte sedimentation rate (esr) test. No troubleshooting was performed related to the flipped pump. The cause of the flipped pump was determined to be a large pannus. The flipped pump was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-sep-06 from an hcp via a business partner reported the patient had an ongoing implant site infection. The patient was being treated with antibiotics for the infection. Additional information received on 2017-sep-08 from an hcp reported that they confirmed the previously reported infection was the same infection with onset beginning in 2015. The hcp stated the patient had been seeing infection disease since that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported in response to a question asking for the patient¿s weight that the patient was morbidly obese with a body mass index (bmi) of approximately 49.